Manufacturer narrative:
The retained pin fragment was not removed from the patient. The other fragment was discarded and not returned. No further investigation was possible on this part, but the device history records and samples from the same lot of pins were reviewed. No issues or discrepancies were found in the manufacturing records or samples from the lot. (P/n: 403185, l/n: 16012101 dm). Note: the navigation system name is orthalign plus. The pin part number 403185 is part of the reusable instrument set in the system.

Event description:
At the completion of a navigated tha case, a fixation pin broke during removal. The pin broke near the surface of the iliac crest, and separated into 2 fragments. The proximal fragment was removed and discarded. The distal section of the pin was retained in the patient's iliac wing.